Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications; however, the unit was received with a corroded battery tube. No failed battery test alarm was noted. The insulin pump was also received with minor scratches on the liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer's most recent blood glucose was over 200 mg/dl due to his inability to use the insulin pump for treatment. He advised that he was treating with manual injection. He did not note any damage to the insulin pump. He stated that he was unable to clear the button error alarm by pressing esc and act. The customer did not observe any significant events leading to the alarm or keypad issues. He also reported that the insulin pump alarmed a preceding failed battery test, froze, and alarmed button error after replacement of the battery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.